Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The event log captured driveline power fault (power b) and driveline communication a on (B)(6) 2025. The driveline was noted to be ¿frayed¿. There were no other notable alarm conditions or parameter changes. The modular cable and system controller were exchanged without issue. The alarms resolved after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) returned following the reported event of a system controller and modular cable exchange due to damage to the modular cable and driveline power fault alarms. The system controller was functionally tested, and it was found that fuse f6 was electrically open. This is consistent with damage to the modular cable. The fuse was replaced, and the system controller was functionally tested and passed. Log file data was reviewed from the reported event date of 13sep2025 and captured driveline power fault and controller internal fault alarms. No further alarms were noted after replacing the fuse. The controller supported the system as intended while the driveline was connected, and no other issues with the system controller were observed in the log files. Provided information indicated that the patient¿s modular cable was "frayed" and the reported exchange resolved the observed alarms. The root cause for the system controller damage was determined to be due to the damage observed on the returned modular cable. Incidental findings: damage was observed around controller interface/housing, and the power cable jackets were damaged. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault driveline communication fault alarms, and controller internal fault alarms. This section also provides the actions to take if the issue does not resolve. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme shock. This section advises the user to inform hospital personnel immediately if the system controller is dropped. The section also provides information on how to properly replace the current system controller and modular cable in use. The heartmate 3 instruction for use, section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.